Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 4 years and 11 months post implant of this bioprosthetic valve in the pulmonary position of a pediatric patient, a transcatheter pulmonary valve (tpv) was implanted valve-in-valve due to stenosis of the bioprosthetic valve. No adverse patient effects were reported.